Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 380mg/dl. The customer experienced symptoms such as nausea, feeling sick, and thought they had food poisoning and decided to check themselves in the emergency room. Troubleshooting for high blood glucose was initiated. The customer mentioned a high blood glucose of 420mg/dl at the time of the incident. The customer treated with the insulin pump. The customer's blood glucose level at the time of the call was 180mg/dl. When the customer was admitted to the hospital their blood glucose level was at 380mg/dl. The customer stated that they were vomiting for twenty-four hours. The customer was still in the hospital during the call and was wearing the insulin pump. Troubleshooting for high blood glucose was continued. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to discontinue use of the insulin pump and revert to back up plan until troubleshooting was completed for the high pressure test. The insulin pump passed the high pressure test during a call back. The product will not be returned for analysis.